Event description:
Loss of osseointegration - smoker, periodontal disease at the time of surgery, bone resorption, infection, patient didn't follow the instruction of good oral hygiene and they instructed him to stop smoking (B)(6) are same patient).